Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the event and was treated with ceftazidime and cefamezin (1 gram, once a day, route and duration not reported). Treatment with ceftazidime and cefamezin was ongoing. Pd therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.